Manufacturer narrative:
This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.

Event description:
It was reported that the suction port became disconnected from the y-connector during use. It was reported that a nurse resterilized the tube and reconnected it to the y-connector and continued use of the device. There was no report of injury or adverse consequences associated with this incident.